Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("super heavy bleeding"), muscle strain ("feel it like I pulled a ton of muscles at once/ kept thinking it was weak/pulled muscles"), muscular weakness ("kept thinking it was weak/ pulled muscles"), weight fluctuation ("weight fluctuate"), scar ("scar tissue"), alopecia ("hair loss"), rheumatoid arthritis ("ra"), migraine ("migraine"), fatigue ("fatigue"), weight loss poor ("trouble loosing weight"), malaise ("sick feel"), abdominal pain upper ("I have same thing (stomach movements swells and painful)"), endometriosis ("endometriosis"), ear infection ("chronic ear infections"), abdominal pain ("terrible colic and stomach issues"), rash ("terrible burn like rashes"), asthma ("slight asthma") and immune system disorder ("horrible immune system") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, muscle strain, muscular weakness, weight fluctuation, scar, alopecia, rheumatoid arthritis, migraine, hormone level abnormal, fatigue, weight loss poor, malaise, abdominal pain upper, endometriosis, ear infection, abdominal pain, rash, asthma and immune system disorder outcome was unknown. The reporter provided no causality assessment for muscle strain, muscular weakness and weight fluctuation with essure. The reporter considered abdominal pain, abdominal pain upper, alopecia, asthma, ear infection, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, immune system disorder, malaise, migraine, pelvic pain, rash, rheumatoid arthritis, scar and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. The case became serious incident, hysterectomy was marked as an intervention to event pelvic pain. On 23-mar-2020: content from social media received: new reporter and new events (endometriosis; chronic ear infections; terrible colic and stomach issues; terrible burn like rashes; slight asthma; horrible immune system) were added. On 23-mar-2020: content from social media received: new reporter and patient¿s age group were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.